Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump quick bolus and wake button was extremely difficult to press and often required multiple presses to turn on pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer, with support from technical staff, removed pump from case and followed button-pressing instructions, but button remained difficult to use, so pump was arranged for return and was replaced with another pump under warranty.